Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device failed to detect an air in line which was reproduced during evaluation as a false air in line alarm. Evaluation observed air-in-line' alarm while running pump at 400ml/hr for 15 minutes. Air in line messages were verified through a review of the event history log and found to be caused by a failed ultrasonic sensor. The upstream/ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect an air in line. There was no known patient injury or medical intervention associated with this event. No additional information is available.